Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. Fse was performing pm and determined the unit required a new oxygen flow sensor. Fse replaced the oxygen flow sensor and the device passed performance verification testing when the repair was complete. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Philips fse (field service engineer) reported the unit required a new oxygen flow sensor. The ventilator was not in use on a patient at the time of the event occurred.